Event description:
Information provided by the patient's attorney, indicated the patient alleges the following issues: the patient stated the device "malfunctioned". Additional information is needed to clarify the nature of the patient's issues. Sjm was made aware of the issue on (B)(6) 2014, an sjm representative confirmed the patient programmer was unable to establish communication with the scs ips on (B)(6) 2014. The patient's scs system was explanted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.